Event description:
It was reported that the surgeon mixed osteobond (monomer and polymer) with gentamicin for one min after mixing osteobond (monomer and polymer) for five seconds on tea revision surgery. After the mixed osteobond was poured into the humeral side enough, the cartridge has come off from the cement gun. The osteobond had considerably stiffened in approx four mins. The room temp was 21 degrees celsius. It was reported that the reported event occurred at the end of the procedure once the "filling of the cement" was completed; therefore, no additional bone cement was needed.

Manufacturer narrative:
The device was discarded by the hospital, therefore it was not returned to the MFR. A f/u medwatch will be submitted once the investigation is complete.